Event description:
Revision surgery - due to a possible infection of the knee joint. Initial report is requesting additional information about original surgery.

Manufacturer narrative:
The reason for this revision surgery was identified as an infection. This investigation is limited in scope as limited information was provided to (B)(4) for review. The lot number of the device involved in this event was not provided. To adequately investigate this event, the lot number is necessary. In addition to the lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. Also, the date of the original surgery was unknown. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. The root cause for the infection was not reported. There are multiple factors that may contribute to infection, with the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source of the infection.